Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked and stained tank cover. There was wear and tear damage on the enclosure, plate clip and front cover. There was a faded line cord, the printed circuit board (pcb) and power switch were outdated. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, an in line cord was plugged and the device was plugged in. The reported issue was able to be duplicated. The overtemperature alarm didn't work either. A bad speaker on the pcb wouldn't sound the audible alarms. The cause of the issue was unable to be determined. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's disposable and water level alarms were not working. There was no reported adverse event.